Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: failure disappeared during analysis. Testing revealed an eri condition. Longevity testing revealed that the device had not met its 99.9% expected longevity. A difference of 400 mv was confirmed between actual battery measurement and real time telemetry (rtt) battery measurement. During testing the device experienced a power on reset (por), the difference then between the battery measurements was reduced to a nominal difference. The rtt battery voltage measurement discrepancy was not observed again. The reason for the low battery voltage measurement could not be determined. Further device analysis showed that the incorrect rtt battery voltage measurements are the result of high internal battery resistance.